Manufacturer narrative:
Additional information added to b5: describe event or problem.

Event description:
It was reported that a faradrive steerable sheath clear was selected for use. During the procedure, once the faradrive dilator was removed from the sheath and aspiration was attempted, air was noted in the sheath. It took about 5-6 aspirations and flushes to remove all of the bubbles. When the farawave catheter was introduced into the sheath, air was noted in the sheath again, flush port of the sheath was filling with air bubbles. The physician removed the catheter and reinserted it and the issue with the flush port resolved. At the end of the procedure, when removing the catheter from the sheath, the flush port issue happened again filling with many bubbles. The procedure was completed successfully. No patient complication was reported. The device has been received at boston scientific post market laboratory. It was further reported that no abnormalities noted during preparation of the sheath. No leak nor air was noted in the patient. Pressure bag irrigation method was used with a flow rate of 30ml/min. The procedure was completed successfully using same original sheath.

Manufacturer narrative:
Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to device design' to the referenced event, as tears were found on both the external and internal hemostatic valves by their center slit, compromising the valves' ability to seal pressure and fluid within the sheath.

Event description:
It was reported that a faradrive steerable sheath clear was selected for use. During the procedure, once the faradrive dilator was removed from the sheath and aspiration was attempted, air was noted in the sheath. It took about 5-6 aspirations and flushes to remove all of the bubbles. When the farawave catheter was introduced into the sheath, air was noted in the sheath again, flush port of the sheath was filling with air bubbles. The physician removed the catheter and reinserted it and the issue with the flush port resolved. At the end of the procedure, when removing the catheter from the sheath, the flush port issue happened again filling with many bubbles. The procedure was completed successfully. No patient complication was reported. The device has been received at boston scientific post market laboratory. It was further reported that no abnormalities noted during preparation of the sheath. No leak nor air was noted in the patient. Pressure bag irrigation method was used with a flow rate of 30ml/min. The procedure was completed successfully using same original sheath.

Event description:
It was reported that a faradrive steerable sheath clear was selected for use. During the procedure, once the faradrive dilator was removed from the sheath and aspiration was attempted, air was noted in the sheath. It took about 5-6 aspirations and flushes to remove all of the bubbles. When the farawave catheter was introduced into the sheath, air was noted in the sheath again, flush port of the sheath was filling with air bubbles. The physician removed the catheter and reinserted it and the issue with the flush port resolved. At the end of the procedure, when removing the catheter from the sheath, the flush port issue happened again filling with many bubbles. The procedure was completed successfully. No patient complication was reported. The device has been received at boston scientific post market laboratory where it's waiting for analysis.